Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. Per the procedural training manual, the edwards expandable introducer sheath set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for esheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. In this case, the cause of the reported cia dissection cannot be determined. Per report, the patient access vessel mld measured 6.4 mm with moderate calcification and mild tortuosity. It is possible that there may have been some vessel calcification and/or tortuosity not appreciable on imaging that could have contributed to the event. There was no allegation or indication that the event was related to a manufacturing non-conformance. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, a right common iliac artery (cia) rupture was observed. After implantation of a 23mm sapien xt valve, upon withdrawal of an esheath, angiography showed bleeding from the right cia. A y-stent graft was inserted via the left femoral artery and was deployed. The stent graft was supposed to be deployed in the right cia but it was crushed. The patient was converted to laparotomy and the stent graft was removed. After surgical angioplasty was performed with a y-graft and the procedure was completed. The right cia diameter was 6.4-6.9mm and there was partial moderate calcification (not entire circumference).